Event description:
It was reported that this device exhibited code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. This device was surgically replaced and it is not expected to be returned. No additional adverse patient effects were reported.